Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2015; t510-31h tissue valve, implanted (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a right ventricular (rv) lead integrity alert was triggered due to intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.